Event description:
A 9 x 40mm complete se peripheral stent was successfully implanted in an iliac artery that exhibited moderate calcification and greater than 50% stenosis. Following stent deployment, difficulties were encountered withdrawing the delivery device through the sheath. Force was required to be used to remove the device as the delivery system was "stuck". After several attempts the device was successfully removed from the patient. No abnormalities were noted with the device prior to use. No clinical sequelae were reported. Evaluation summary: the device was received for evaluation by medtronic. The proximal end of the distal tip was damaged with the tip material was severely flared and bunched. The proximal marker band was displaced distally on the shaft and was positioned immediately proximal to the distal marker band.

Manufacturer narrative:
Evaluation, results: failure to follow instructions (use of force), incorrect technique/procedure (root cause of reported event most likely due to incorrect technique used when withdrawing the delivery system). Evaluation, conclusions: user error contributed to event (use of force), device failure related to user handling (root cause of reported event most likely due to incorrect technique used when withdrawing the delivery system). (B)(4).